Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) [erbe] was giving errors. The caller was assisted with removing the cables and changing erbe settings however, the error was persistent and the device continued to error. The procedure was aborted without patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported issue was able to be confirmed using artemis; m-02 errors logged on (B)(6) 2025 and (B)(6) 2025 with initial occurrence on (B)(6) 2025 at 4:09 pm (artemis time). Additional error logged in artemis include: m-b1, 4-87, 4-88, 3-87, m-32. Inspection during fa process was able to replicate the reported event. Also, the unit was tested on system, presented 4-87 and m-02-5/m-02 errors on startup ((B)(6) 2025 11:59 am us-ga). Erbe logs contain additional m-02, c-00, m-32 errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.